Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she had been getting readings over 200 mg/dl ¿a lot¿ using the subject meter. She stated that she had compared results on the meter to her other onetouch ultra2 meter and to her brother¿s one touch ultra2 meter. Specifically, she reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result of ¿250 mg/dl¿ on the subject mete compared to ¿200 mg/dl¿ on another onetouch ultra2 meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin, which she self-adjusts. She stated that she administers 20 units of insulin for a result of 200 mg/dl and 25 units for a result of 250 mg/dl. She indicated that two hours after obtaining the alleged inaccurately high result, she became ¿shaky and sweaty¿. She denied receiving any treatment for her symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that she had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaky and sweaty, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin.